Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4) , serial: (B)(4), batch: a000086773.

Event description:
It was reported one of the patients two leads had migrated. As a result, surgical intervention was undertaken wherein the migrated lead was explanted and replaced to resolve the issue. The investigation was unable to determine the migrated lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.